Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user¿s device underwent a factory reset during a clinic visit, after which the user was unable to complete setup or perform a supply change. Multiple alert 38 notifications occurred, and insulin delivery could not be resumed, resulting in a hyperglycemic episode with a blood glucose value of 400 mg/dl. The user reverted to backup insulin therapy. No outside medical intervention was required.